Manufacturer narrative:
Exemption number e2015048 - this MDR is part of the 227 pilot program. The customers did not comply with biomérieux request for raw data or culture submittal. The customer for event #1 used a non-recommended media for patient isolate growth. Without the strain and/or raw data, it is not possible to determine a cause for the misidentification. The misidentification could be due to an atypical strain or a deviation in the recommended procedure for set up of the anc ID card. Evaluation of the manufacturing batch records for the associated vitek® 2 anc lots indicates the lots passed qc performance testing with no issues observed. The investigation concluded the vitek® 2 anc test kit is performing in accordance with specifications. H3 other text: device not returned to manufacturer.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. A review of the events indicated that testing via the vitek 2 anaerobic and corynebacteria (anc) identification (ID) test kit resulted in organism misidentifications. Bacteroides fragilis as bacteroides stercoris. Propionibacterium acnes as atopobium vaginae. Both events involved patients. There was no indication or report from the hospital or treating physician to biomerieux that the discrepant results led to any adverse event related to the patient's state of health. Culture submittals were requested for each event; however, the customers indicated the strains were no longer available.